Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a percutaneous coronary intervention (pci) procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician was unable to advance the catrx to the target location and felt a lot of tension. The physician believed the guidewire might have punctured the lumen of the catrx and, therefore, the catrx was retracted. Upon removal, the hospital staff noticed that the catrx had fractured almost in half approximately three centimeters proximal from the monorail portion. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system catrx aspiration catheter (catrx) was fractured approximately 113.5 cm from the hub. The catrx guide wire lumen was not damaged. Conclusions: evaluation of the returned catrx confirmed that the device was fractured. If the device was advanced against resistance, damage such as a kink may occur. If the kinked device is further manipulated during use, damage such as a fracture may occur. Further evaluation of the returned catrx revealed that the guide wire lumen was not punctured. The root cause of the initial resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.